Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection procedure, while on the first firing, the instrument did not fire. A second handle was tried with the same reload, however, the same issue happened. A third handle with a different reload was used to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Correction: (UDI). If information is provided in the future, a supplemental report will be issued.